Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported an emergency room visit on (B)(6) 2014 for high blood glucose. She stated she just moved to a new place and does not currently have a doctor. Customer's blood glucose was 405 mg/dl when admitted. She was treated with an insulin drip. Customer's current blood glucose is 415 mg/dl. She treated with her insulin pump. She stated that her sensor has not been communicating with her insulin pump, causing her to go high. Customer had to call back due to feeling ill. Her blood glucose when she called back was 368 mg/dl. She was experiencing shaking, unbalance, and excessive thirst. Customer had active insulin in her system so a bolus was not needed. No anomalies were found during troubleshooting. Customer's last blood glucose was 268 mg/dl. She was feeling better. She was advised to monitor her blood glucose and call when needed. Nothing further reported.